Manufacturer narrative:
Name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient went to emergency room because of diabetic ketoacidosis and had high blood glucose (320 mg/dl) and elevated ketones (B)(6) 2026 due to an issue of bent cannula of infusion set.